Event description:
Medtronic received information that this bioprosthetic valve, was explanted eleven days post implant due to development of thrombus. At explant, extensive "white clot" was noted in the valve sinuses and ascending aortic graft with extension into the coronary ostia. The patient was admitted for stroke symptoms and evolving myocardial infarction (mi). The peak gradient was 5 and patient was in sinus rhythm. The valve was replaced by a mechanical valve with no additional adverse patient effects.

Manufacturer narrative:
Analysis: no product returned. Conclusion: reduced performance of the valve is attributed to thrombus. These findings are generally considered a patient related condition. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, several pieces of host tissue and a section from a conduit or graft were received with the valve for analysis. Part of the sewing ring was everted. Note: per the IFU, section 10.2 "bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient's annulus. Eversion could damage the valve tissue." All leaflets were slightly stiff but flexible. All leaflets were intact. Pieces of tan to brown thrombotic host tissue appeared to have been removed from the valve during explant. Rigid, wavy lines observed on the host tissue pieces were consistent with the texture on the outflow of all leaflets. Pieces of tan, thrombotic host tissue appeared to have been removed from the outer lumen of the valve. Several clusters of tan, thrombotic host tissue were noted on the inflow of all cusps and inferior coaptive areas. Tan, thrombotic host tissue lined the inner lumen of the conduit or graft. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus. This finding is generally considered a patient related condition.